Event description:
The customer reported obtaining r flags for retic controls which were run on the unicel dxh 800 coulter cellular analysis system. The customer attempted to flush the flow cell but the issue was not resolved. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The dxh 800 instrument generated an r flag to alert the customer to review the results according to the laboratory's protocol. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak at the quick disconnect inside the volume, conductivity and multiple angles of light scatter (vcsn) module. The fse indicated that approximately 2 drops of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
The beckman coulter field service engineer (fse) discovered that the leak occurred due to a loose quick disconnect inside the volume, conductivity and multiple angles of light scatter (vcsn) module connected to diluent pump pm206. The fse proceeded to tighten the quick disconnect connection to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a loose quick disconnect inside the vcsn module connected to the diluent pump. Quick disconnect. (B)(4).